Event description:
A home pt's spouse reported a pt line leak during drain one. Reportedly, the home pt woke up because the bed linens were saturated and homechoice machine was alarming low drain volume. A pinhole leak was found in the pt line approx 7 inches below the transfer set. The cassette primed without incident. The home pt's spouse denied use of sharp objects to open the carton or overpouch. The home pt's spouse confirmed that their pet does not have access to supplies. The home pt's spouse contacted the dialysis nurse regarding the incident. Prophylactic antibiotic was prescribed and to be given one time, intraperitoneal.